Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continnued: 4076 implantable pacing lead - 2008-(B)(6), 3888 (x2) pain stim lead - 2012-(B)(6), 37712 neurostimulator - 2012-(B)(6), 3708340 (x2) neuro extension 2012-(B)(6), 37754 neuro recharger 37744 neuro programmer. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock from the right ventricular (rv) lead for an atrial arrhythmia with rapid ventricular response in the detection zone. The shock terminated both arrhythmias. The lead remains in use. No further patient complications have been reported as a result of this event.